Event description:
It was reported that the patient was not receiving adequate relief and underwent an ipg replacement procedure. No further information could be obtained despite good faith effort.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not receiving adequate relief and underwent an ipg replacement procedure.